Event description:
During valve replacement surgery, blood pressure cuff was in place right upper arm, affixed to this machine in off position. Several hours into procedure, blood noted originating from 2 open skin areas from below edge of cuff and forearm plus cyanosis to extremity. Cuff removed. Sterile dressings applied. Post procedure, plastic consult obtained.